Event description:
It was reported that the patient experienced discomfort due to pain at the device implant site. The implantable cardiac monitor (icm) was explanted due to the discomfort. The patient was stable throughout the procedure.